Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Reported adverse event regarding sudden onset of weakness in legs, severe fatigue and could not sit, still could not walk properly, and excruciating groin pain after 2 years of implant and 1st partial removal of about 2 cm of the tape was submitted via medwatch 2210968-2019-81006. Reported adverse event regarding the edges of the mesh eroding into the walls of vagina and four months later more mesh removal was submitted via medwatch 2210968-2019-81021.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. Two years later, the patient experienced a sudden onset of legs weakness felt like were paralyzed, developed severe fatigue, could not sit and was misdiagnosed with a virus. For the following year, the patient's condition did not improve. The patient could not walk properly, could not sit and experienced severe fatigue and groin pain. As per patient, she was basically bedridden the next 12 months. After more than a year, the patient saw a gynecologist and was told that it was too dangerous to have all of the mesh removed. The patient underwent a partial removal of about 2 cm of the mesh procedure. This partial removal exacerbated symptoms further. The edges of the mesh where it was excised were now eroding into the walls of vagina. It was also reported that the pain was so unbearable that the only position that the patient could be in was lying on the stomach. The patient could not lie on the side, or back, could not sit or walk properly and still had severe fatigue. Four months later, more mesh was removed but parts in groins were left. The patient¿s condition improved somewhat, and she could walk again but still had relapses. It was reported that if the patient bent down, she would be back in bed, paralyzed with leg weakness, pain and fatigue. These episodes were frequent and would take at least 3-4 weeks to recover. The groin pain has persisted. Ever since the second surgery the patient has not been able to sit properly or bend and was experiencing ongoing debilitating groin pain. Since 2014 the patient was not able to bend or sit properly. The patient underwent a third surgery to have more of the mesh removed. No further information is available.